Manufacturer narrative:
Upon further investigation, the following has been reported: that the reported issue was observed prior to device start up. No patient involvement was reported. Therefore, this complaint no longer meets reportability requirements.

Manufacturer narrative:
H10. No product has been returned. No information regarding device repair has been provided. H11. Patient involvement: based upon the information provided, the unit was not in use on a patient at the time of the reported event. A delay to patient therapy was not reported due to this failure. There was no report of patient or user harm.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 08jan2021.

Event description:
It was reported to philips that the device had a touchscreen failure. The device was reported as being in use at the time of the event on a patient. The initial reporter confirmed that there was no adverse patient impact.